Manufacturer narrative:
D without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that while tightening the screw, it became stuck in the bone and the tips of both screwdrivers broke off. The screw had to be removed with a barrel tong. No pedicle screw could be placed with the appropriate screwdriver. Addition information was reported on (B)(6) 2014 regarding the event. It was further reported the problem encountered with removal of a screw during an unknown procedure resulted in a 1.5 hours of prolonged surgery. The additional information resulted in this report. This report is for a screw, part and lot number unknown. This is report 3 of 3 for (B)(4).